Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va02utb, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient had a revision and had their implantable neurostimulator (ins) and lead replaced. It was noted that the ins was replaced due to normal end of life and the lead was replaced due to high impedances and loss of stimulation therapy. If additional information becomes available, a supplemental report will be filed.